Event description:
It was reported that the field representative called for review of an episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed the data and found there was multiple morphologies in the patient's rhythm. The rhythm started off as fast with a narrow complex but then widens with t wave oversensing. Ts could not confirm if this is ventricular tachycardia (vt) or supraventricular tachycardia (svt). The patient received one inappropriate shock due to the fast rate. The shock slowed the rhythm to 130 bpm. It was noted that the patient also has an insertable cardiac monitor (icm) device. Review of the icm data calls it svt. On telemetry, it was noted that the patient experienced a five second pause. It was not known what the patient was doing at the time, however, they believe the patient had a recent stroke. Ts discussed programming options. The physician is considering a permanent pacemaker for this patient. At this time, the system remains in service. No adverse patient effects were reported.